Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user complained about pain and swelling at the area of the implant. The pain was a physical pain and was also present without use of the device. There was no allegation against the magnet strength. The device's housing was explanted on (B)(6) 2022. After the explantation the user never complained about pain. According to the explantation report form there was a septic infection. No further information regarding the circumstances leading to explantation could be retrieved. The user was then re-implanted at a later date ((B)(6) 2022). The user is happy with the new device and has no problems.

Event description:
The user complained about pain and swelling at the area of the implant. The pain was a physical pain and was also present without use of the device. There was no allegation against the magnet strength. The device's housing was explanted on (B)(6) 2022. After the explantation the user never complained about pain. According to the explantation report form there was a septic infection. No further information regarding the circumstances leading to explantation could be retrieved. The user was then re-implanted at a later date on (B)(6) 2022). The user is happy with the new device and has no problems.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. However, a device contribution to the subsequent development of the infection cannot be ruled out. Further the recipient suffered from pain likely caused by the infection. This is a final report.